Event description:
The customer stated that one patient sample generated a higher than expected result of 95.22 u/ml for the architect ca19-9xr assay. The patient has no previous history related to elevated ca19-9 results. A new sample from the same patient was collected and tested the next day and results of 3.56, 5.17 and 4.85 u/ml were generated. The initial suspect sample was then retested with a result of < 2 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed for an ex-us product (B)(4) that has a similar product ((B)(4)) distributed in the us. (B)(4). Product evaluation is in process and the results will submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed to evaluate the assay performance of lot 18262m500. The testing met acceptance criteria. The trend review identified normal complaint activity for the issue under investigation. The ticket search identified normal complaint activity for the likely cause lot. Based on the evaluation results, no product deficiency or malfunction were found to be related to this issue. However, the customer was instructed to follow the assay package insert in handling and preparing samples. The customer was also directed to review the assay package insert which indicated that the architect ca 19-9xr assay value must be used in conjunction with information available from clinical evaluation and other diagnostic procedures and if results are inconsistent with clinical evidence, additional testing is suggested to confirm the results.